Manufacturer narrative:
Failure analysis noted that the pump alarmed compromised force sensor system during the prime/ compromised force sensor system alarm test at 4 pounds due to moisture damage on the force sensor resistor. The pump had a cracked reservoir tube lip, cracked display window, cracked reservoir window and cracked case near the display window corners.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was unknown at the time of incident. The customer stated that she was changing her set and priming when the insulin squirted out and alarmed compromised force sensor system. The customer stated that she was stuck in the rewind complete/bolus delivery loop. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.